Event description:
It was reported that when using the bd pyxis¿ medstation¿ es out of service on screen. Customer tried to reboot but issue doesn't resolve. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station out of service on screen. The technical support specialist (tss) dialed into the station and logged into the med application to set the station in service. Verified that the data sync and maintenance services were running and reviewed the datasync logs to confirm communication with the server with no change-tracking variation. Spoke with user, who was able to log in successfully. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.